Event description:
Alleged the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm assembly was broken. The technician replaced the center arm assembly to repair the bed.